Event description:
It was reported, that the patient presented for an implant procedure. After the procedure, it was noted, that the atrial (ra) lead was inappropriately capturing the ventricular chamber, but safely pacing the ventricle in response. Diagnostic imaging was performed and revealed, a dislodgement of the ra lead. On (B)(6) 2024, the lead was repositioned. The patient was in stable condition.

Manufacturer narrative:
Correction- section h6 should not include pacing problem code.